Event description:
It was reported, that the patient presented in clinic for a follow-up. Upon review, it was discovered, that the right ventricular lead exhibited loss of capture 48 hours post implant. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor coils due to damage inner insulation consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.